Event description:
According to the reporter, there is a brownish substance/residue that is secreting out of the handle of the hammer 500 grams (399.42) and noticed on the bottom of the pan after sterilization. Hospital has pulled all of the hammers off the shelf and is deemed unsterile because of the leaching residue. No patient involvement. This is 2 of 10 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. The parts were sent from the account to (B)(4) for decontamination and there is no evidence of the brownish substance-residue left on the parts. When the complaint was taken, a request was made to the sales consultant to have the parts returned directly to the (B)(4) so that the substance could be evaluated and there would be no potential for the brownish substance to be removed during the decontamination process. The parts were returned through (B)(4) where they were decontaminated and as a result, there was no substance-residue on the returned parts. Therefore no evaluation is possible and no determination can be made on the complaint. The hammers all show signs of considerable use with numerous dents and rolled edges on the hammer faces. Three of the returned parts were made in 2003, 4 were made in 2006, 1 in 2007, 1 in 2009 and the final one is unknown since there is no part or lot number on the returned instrument. The condition could not be confirmed or replicated because the parts were cleaned and decontaminated in (B)(4) prior to being sent to the (B)(4) per the standard process. The substance is no longer present and therefore the source and composition cannot be determined and the complaint is indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
(B)(4)